Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded 300 units of cold insulin and the insulin gauge displayed +180. The customer loaded the same cartridge and received an accurate fill estimate. Tandem technical support advised against using cold insulin; customer acknowledged. There was no known impact to the customer's blood glucose level.